Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 21 mg/dl. The customer stated that his wife was a nurse and treated him with glucose tablets. The customer was also treated with a bowl of ice cream. The customer was assisted with entering food bolus. The product was not returned for analysis.